Event description:
One month prior to a back surgery to treat a pinched nerve, the patient reported a change in therapy effect, stating she was sweating and "feeling terrible"; although she did not have pain. During the back surgery, the patient reported that her catheter was found to be broken and had a congealed mass at the tip. The pump, which had been infusing dilaudid, was turned off to allow the nerve to 'calm down' before determining the next step. The patient reported that her status was good and that she was at home. The hcp reported that the pump was used to deliver dilaudid (10 mg/ml) at a daily rate of 5.193 mg. The patient had a few weeks of increased pain in the s1 region. She had s1 injections with some increases in her intrathecal pump. The patient called the hcp on the way to surgery to notify them she was having surgery. After surgery, the patient reported that postoperatively the neurosurgeon discontinued the pump because the catheter was not intact. The hcp stated that they did not note indications of these effects in time prior to discontinuation of pump; therefore, no other interventions were felt to be indicated at routine visits. The patient was going to determine if she wanted the device explanted.